Event description:
On october 31, 2006, it was reported to boston scientific corporation, that that a procedure using a rapid exhange stent system during an endoscopic retrograde cholangiopancreatography (ercp) occurred. According to the complainant, the wire that connects the guide catheter handle to the guide catheter was protruding out the side of the push catheter, making it more difficult for retrieval. There were no complications reported and the patient's condition was noted as "ok."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual evaluation found that the wire that connects the guide catheter handle and the guide catheter was protruding from the rapid exchange window on the side of the push catheter. The investigation also found that the wire that was protruding from the push catheter was kinked in four places. A functional evaluation found that an 0.035 inch guidewire could be back loaded through the guide catheter and out the rapid exchange window on the side of the push catheter. There was minimal resistance to the guidewire movement due to the bends in the wire that is connected to the guide catheter. When the guide catheter handle was actuated the wire protruding from the side of the push catheter would move. The guidewire appears to have entangled with the wire that is connected to the guide catheter causing the wire to be pulled out of the push catheter during withdraw of the guidewire out of the device.